Manufacturer narrative:
The devices have been requested for evaluation but have not been received yet. Should the devices be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility alleges 2007, the skin stapler jammed during use and remained caught on patient's skin. The doctor unjammed stapler and continued closure. A second occurrence was alleged three months later, where the stapler jammed and the doctor used a second stapler to finish closure. The facility stated no pt injury or medical intervention was reported.